Event description:
Provider states the end user alleges the joystick display shows battery fully charged even after the end user has driven the chair all day.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.